Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and a slight increase in its impedance measurements, but they were still within range, so it was capped and surgically abandoned. The patient exprienced bradycardia. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and a slight increase in its impedance measurements, but they were still within range, so it was capped and surgically abandoned. The patient experienced bradycardia. A new device was implanted. No additional patient effects were reported.